Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the despite multiple attempts with multiple charging adapters, the customer was unable to charge the pump. Customer had elevated blood glucose (bg) levels (300 mg/dl). Customer delivered a bolus to address elevated bg levels. Reportedly, the customer will continue to use the pump for insulin therapy.